Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.